Manufacturer narrative:
Analysis of the lead found the conductor of the lead was broken at the distal end. The #3 conductor was broken at the #3 electrode weld site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4)

Event description:
A manufacturing representative reported that during the procedure on (B)(6) 2015 after implant the electrode impedance was measured and contact 3 showed an open circuit; 0/3, 1/3 and 2/3 were high. Impedance readings were 0/1-2682, 0/2-2710, 0/3-23819, 1/2-2275, 1/3-23640 and 2/3-21532. Multiple troubleshooting steps were taken including disconnecting, connecting, cleaning the twist lock cable, and loosening of depth stop screw but the issue had not resolved so the lead was explanted and another lead was implanted with no issues. There were no adverse effects observed with the patient. Nothing had led to the event and impedance was checked with a clinician programmer. The issue was resolved.